Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. The IFU states the need to properly open the polyfoil pouch by stating, "under strict sterile conditions and using a sterile field, remove the angioseal device contents from the foil package taking care to pull foil part completely before removing the angioseal device." However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. The device was not used and another angio-seal device was used to achieve hemostasis. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr. Hemostasis was successfully achieved by the second device. There was no health damage to the patient.